Manufacturer narrative:
The t:slim pump user guide states: ¿you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off).¿ the user guide also indicates that the resume insulin alarm will sound when the insulin delivery has been stopped for more than 15 minutes. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been reporting high blood glucose (bg) levels. The customer reverted to using another pump to manage diabetes. After tandem technical support reviewed the pump t:connect data, the customer was found to have received multiple occlusion alarms, auto off alarms due to no activity with the pump for 16 hours, resume pump alarms and a stuck button alarm. Tandem clinical diabetes specialist reviewed the findings with the customer. The customer thought that the problems started to occur after a new box of infusion sets and cartridges were opened and indicated that another set of cartridges and infusion sets were to be used.